Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
The lead was explanted due to invalid sensing.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.